Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: # (B)(4). The vv7 cannula device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. There was blood observed on the handle and on the proximal end of the cannula. Small amounts of tissue was observed to be on the c-ring. The c-ring was completely in tact. No defects were observed. A mechanical investigation was conducted. A 5cc syringe, filled with saline was attached to the blue scope washer connector and squeezed the syringe to spray the saline. The saline went through the c-ring. No leaks or holes were observed during this process. Based on the condition of the device, the reported failure "leaking; cannula; leaking tubing" is not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cannula handled leaked saline. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 handled leaked saline. A replacement device was used to complete the procedure. The hospital did not report any patient effects.